Manufacturer narrative:
Investigation results: conmed linvatec received this pump for evaluation and found the unit passed all pressure sensing and alarm functional test requirements. However, visual examination found the on/off switch was damaged and the relief valve was missing a shim. Service record indicated that pm was long overdue with a last service/repair date of february 2008. A visual examination of the returned tubing found the pressure sensing o-ring was missing. Functional testing of the tubing could not be performed due to the missing o-ring. The instruction manual provides of following warnings: extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate and visually inspect the extremity and operative site frequently throughout procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning and frequently during the procedure to ensure that all fenestrations are fully within the joint capsule and are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. Extravasation or other patient injury may occur. The instruction manual informs the user of a 12 months service interval for this device.

Event description:
The customer reported that during use of this pump to perform a knee arthroscopy procedure, a large amount of swelling to the patient's knee was observed. The event lasted approximately 60 seconds from the time the pump started infusion to the time the pump was stopped. The primary physician was not in the room when the pump started and when the incisions were made. This was done by a resident physician. It was reported that upon examining the tubing set after the event occurred, it was found that the pressure sensing o-ring was missing. The primary physician indicated that he had no knowledge that the patency test was done during pre-op testing, nor could anyone confirm if the surgical staff did check for the present of the o-ring when the tubing set was opened. It was further reported that the patient's capsule "pouch' was ruptured and the thigh was full of fluid. Although, there was no additional surgical intervention required, the procedure was abandoned.